Event description:
It was reported that the patient had received unanticipated therapy. Device did function as it was programmed. Device was reprogrammed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.